Event description:
It was reported that the user experienced a supply change issue and inadvertently performed a factory reset on the iLet while on the setup screen, resulting in disconnection from insulin delivery for over three hours with a highest continuous glucose monitor (CGM) reading of 269 mg/dL, after which the user announced a meal in an attempt to correct elevated glucose. The agent educated the user that meal announcements immediately after a factory reset could lead to maladaptation and then guided completion of setup. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.